Event description:
The patient reported for the last 1 to 2 months, her infusion device has not been delivering insulin accurately. She stated that every time she would change her infusion site and cartridge that her blood glucose would elevate in the 500s mg/dl. The patient stated that she would change her infusion set, site and administer a bolus to help bring her blood glucose down. If the bolus does not bring her blood glucose down, the patient would give herself an insulin injection and check for ketones. She reported symptoms of feeling sick and headaches. The patient did not report assistance by a healthcare professional or second party to address the issue. The patient is being sent a replacement infusion device. Product has been requested to be returned for evaluation.